Event description:
The customer obtained a false negative patient result during a patient correlation test using vitros benz reagent on the vitros 5,1 fs chemistry system. Confirmatory testing with gc/ms indicated the presence of oxazepam, a benzodiazepine compound. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The false negative result was not reported as the sample was processed for correlation testing only. There was no report of patient harm as a result of this event. This report corresponds to ortho-clinical diagnostics inc. (B)(4)

Manufacturer narrative:
Investigation into this event found that the vitros 5,1 and vitros benz reagent performed as intended. Confirmatory testing with gas chromatography/mass spectrometry (gc/ms) indicated that the patient sample contained oxazepam. Both the vitros benz method and the competitive method used in the correlation testing identified a benzodiazepine compound at a much lower concentration than gc/ms. This data indicates that both methods under recovered the quantity of benzodiazepines in the patient sample. The vitros benz IFU indicates that reference methods hydrolyze benzodiazine glucuronides in the extraction process, increasing the recovery of benzodiazepines by the reference method as compared to the vitros benz assay. The most likely root cause for the false negative vitros benz result is that the patient sample contained oxazepam glucuronide which is almost undetectable by the vitros benz reagent.